Manufacturer narrative:
An event regarding crack/fracture involving an accolade rasp was reported. The event was confirmed via provided photographs of the device. Method & results: -product evaluation and results: the reported device was not returned; however a photo of a fluoroscopic image was provided for review. The fluoroscopic image shows that the post of the broach has fractured in situ. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the broach fractured during surgery and the patient had to undergo an extended trochanteric osteotomy to remove the device from the femur. The reported device was not returned; however a photo of a fluoroscopic image was provided for review. The fluoroscopic image shows that the post of the broach has fractured in situ. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken broach in situ. Surgeon notified mps.

Event description:
Broken broach in situ. Surgeon notified mps.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text: device not returned.